Event description:
It was reported that the insulin pump alarmed battery out limit during normal use. The blood glucose reading was 162 mg/dl. The customer stated that the insulin pump made noises, then alarmed battery out limit. He replaced the same battery, received a weak battery alert, and then received another battery out limit after putting a fresh battery in. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.